Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as per hospital policy. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "pt was reduced after initial surgery."